Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 5 fr dual lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. Both lumens of the sample were flushed with a 12 ml syringe of water. A leak was observed approximately 7.6 cm distal to the molded joint when the red lumen was flushed. Some tensile weakness was observed near the area of the leak. A microscopic observation revealed a straight longitudinal split in the catheter at the leak site. The catheter material was observed to be deeply indented at the location of the split as well as directly opposite the split, suggesting the catheter was kinked perpendicular to the split. The edges of the split were observed to be rough and the fracture surface was observed to be granular in texture, which is characteristic of tearing failure modes. The catheter material at the corners of the split was observed to be thinner than the surrounding material and appeared to have been over-stretched. The observed features of the split as well as its location suggest the catheter was kinked and constrained in that position for an extended period of time, which put a large amount of stress on the corners of the kink and eventually caused the catheter material to tear.

Event description:
It was reported that three days post catheter placement, leakage was found on the catheter part which was outside of the patient's body. The facility insisted that the catheter never contacted with a sharp instrument during insertion and during use. They also insisted that the catheter was secured properly and kinking was not observed. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that three days post catheter placement, leakage was found on the catheter part which was outside of the patient's body. The facility insisted that the catheter never contacted with a sharp instrument during insertion and during use. They also insisted that the catheter was secured properly and kinking was not observed. There was no reported patient injury.